Event description:
It was reported that the patients leads had migrated. The patient underwent replacement procedure and was doing well postoperatively. The explanted device components were disposed by the facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred four (4) years ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16061019.